Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to discard two sensors because she was having problems with the readings. The sensors were telling her that she was high when she was low and low when she was high. The day prior, she tried to take them off and put them back on while she was with her doctor but not sure what to do. She stated that, during the night, her readings were low and that it occurred three times so she kept drinking juice. When she woke up to check her blood glucose, it was 341 mg/dl, so she gave herself a bolus with the pump to correct for her high. The customer¿s current blood glucose is 163 mg/dl. The customer also had a low blood glucose of 45 mg/dl and she stated that she treated by drinking juice. The customer declined troubleshooting for both her high and low blood glucose because she stated that it was taken care of by her doctor the day prior. Troubleshooting was also attempted for the customer¿s sensor glucose versus blood glucose readings, however she had thrown away the sensors. She was advised to save them in the future. The insulin pump and sensor will not be returning for analysis.